Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes blue line ultra was assessed and no anomaly was observed in the product at a pre-use check. However, during the use of it, a voice leak sound was heard from it. Also, leakage of air was observed due to insufficient cuff sealing. No patient injury was reported.

Manufacturer narrative:
Other text: customer response email received stating a trach tube change was required. The file is considered serious injury at this time.